Manufacturer narrative:
Correction: annex b: b21 annex c: c21 annex d: d16 additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer?, annex b: b01 annex c: c19 annex d: d14. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated issue of failed binary switches was not confirmed. On 14-apr-25, pca was received unboxed and with paperwork. Unit passes asft binary switch tests and check-in testing no faults found. Unable to verify or duplicate customer failure complaint. Device to be returned to san diego repair center for processing. No repair required by bd san diego repair center. Failure investigation report attached to sales force. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had failed binary switches. There was no patient involvement.

Event description:
It was reported that the device had failed binary switches. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.